Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular was found to have high impedance and failure to capture. During the removal process, the insulation of the rv lead was found to have been damaged. The physician suspected the lead suture sleeve had previously been tied too tightly, resulting in the damage. The rv lead was explanted and replaced on 25 feb 2022. No patient consequences were reported.